Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented recurring incontinence with his artificial urinary sphincter (aus). A replacement surgery was performed and an erosion in the urethra was diagnosed, the aus stopped stopped working well. All components were removed and replaced. The patient fully recovered.